Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current high blood glucose 511 mg/dl. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer had treated with insulin pump. The customer also reported leaks at tubing connection. The drive support cap was normal. The product was not returned for analysis.